Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, the glenoid impactor got broke upon implanting glenoid. No surgery delay has been reported.

Manufacturer narrative:
Additional:h2, h6 correction: b4, e1, g4, g7, device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: handle broken. Event summary: it is reported that the wooden handle of glenoid impactor broke apart during implant of glenoid. It did not impact or delay surgery. Review of received data: no medical data such as xrays, surgical notes or any other caserelevant documents received. Devices analysis: no product was returned to zimmer biomet for indepth analysis, according to information from the hospital it was discarded. Review of product documentation: according to clinical evaluation report cer, the material of the handle changed from canevasit to metal in the year 2012. Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance not possible. A systematic issue with design of devices manufactured of canevasit would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, or parts remain in wound. Due to mechanical properties of material insufficient not possible. In 2012 the material of the handle changed from canevasit to metal. However, a systematic issue with design of devices manufactured of canevasit would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, or parts remain in wound. Due to mechanical properties of material insufficient not possible. In 2012 the material of the handle changed from canevasit to metal. However, a systematic issue with design of devices manufactured of canevasit would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) : possible, the device is not returned for investigation, the condition of it is unknown. Therefore, this cause cannot be excluded. Instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance not possible. A systematic issue with design of devices manufactured of canevasit would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, or parts remain in wound. Due to surgeon or staff unfamiliar with instrument usage and handling: possible, no surgical report was received, it is unknown if surgeon was familiar with instrument usage and if so, if it was done so. Therefore, this cause cannot be excluded. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling: possible, no surgical report was received, it is unknown if surgeon was familiar with instrument usage and if so, if it was done so. Therefore, this cause cannot be excluded. Instrument breaks or deforms due to offlabel / abnormal use : possible, no surgical report was received, it is unknown if surgeon was familiar with instrument usage and if so, if it was done so. Therefore, this cause cannot be excluded. Conclusion summary: it was reported that the "wooden" handle of a impactor for glenoid broke during a surgery. No device and no picture of the instrument was received. However, according to the event description, the handle looks like wood. According to that description, it can be said, the material of the handle is canevasit. The clinical evaluation report state, the material of the handle changed from canevasit to metal in the year 2012. Hence, the device was in minimum 6 years in use. A probable root cause of the break of the handle could be the end of the lifetime of the device. Lifetime may vary among different instrument types and depends on the usage, i.e. Number of applications and sterilization cycles as well as individual handling by the customer. End of life is normally determined by wear and damage inflicted during use. It is also unknown, if surgeon followed surgical technique and if or staff is familiar with instrument usage and handling. In summary, it cannot be determined the exact root cause for the breakage of the canevasit handle. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to initialy reported event.